Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician had difficulty placing the left ventricular (lv) and right ventricular (rv) leads. It was also reported the lv lead exhibited high thresholds. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.